Event description:
It was reported that the screw head had become detached. While inserting the preassembled pedicle screw the head of the screw became detached from the bone screw and the screw detached from the screwdriver. This happened for two screws in succession. The surgeon was struggling against the muscle of the patients back, creating a lot of force on the junction of the screw and driver. The scrub nurse said he had secured the screw tightly onto the retaining sleeve, but this may have become loose during insertion. No further information was provided. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional product code for this report includes mnh, mni, kwq, kwp. The device was returned for inspection and the event was confirmed. The investigation showed that the screw head had became detached and it is clearly visible that on both screws the top part of the thread is broken off. No product fault could be detected. Based on the provided details we are not able to determine the exact cause of this occurrence. We can only assume that these damages were caused during inserting and tightening of the screws when the retaining sleeve became loose. Conclusion ¿ the complaint is considered indeterminate from a manufacturing perspective. We can only assume that these damages were caused during inserting and tightening of the screws when the retaining sleeve became loose. Currently, we are not able to determine the exact cause of this occurrence and the complaint condition remains unknown. As we have had several complaints of a similar nature a design change has been initiated for the retaining sleeve in order to enhance the current design and to minimize future problems. Currently, this new design is not yet available.